Event description:
It was reported that in 2009, the patient underwent a lead repositioning procedure due to dislodgement. Sometime in 2009, the patient presented to the emergency room and was found to have a cardiac tamponade due to cardiac perforation. A pericardial tap was performed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.